Manufacturer narrative:
The manufacturer did not receive devices or x-rays. The surgical reports were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc cup 58mm/50mm code p on the left side on (B)(6) 2010. The patient was revised on (B)(6) 2015 due to loosening of the cup.

Manufacturer narrative:
Investigation results were made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. It was reported that a (B)(6) patient received an implant on (B)(6) 2010 and was revised on (B)(6) 2015 due to acetabular implant loosening. Review of implantation report, dated (B)(6) 2010: operation: left noncemented total hip arthroplasty. Procedure: components implanted are 58mm mmc cup, 50mm metasul head, 0mm head adapter, #15 kinectiv femoral component with anteverted standard offset, 0mm head height nodule module. 20 degrees of anteversion obtained. No abnormalities observed. Review of revision report, dated (B)(6) 2015: preoperative diagnosis: failed left total hip arthroplasty with acetabular loosening findings: a large, very thickened cyst wall was identified 1.5cm in thickness with a very pale avascular villonodular synovial hypertrophy consistent with a metal reaction and reaction to acetabular component loosening and corrosion. Components noted to be well positioned. Moderate corrosive changes identified on the femoral head. No damage noted at the stem/neck junction. Cup was easily removed, no bone ongrowth was observed. Possible causes for the reported event according to sap dfmea: aseptic loosening, metallosis -> due to deformation of the cup due to bad bone condition (e.g. Sclerosis). Possible: the bone quality of the patient is not known. Aseptic loosening -> due to failure of connection between coating (ti-vps) and substrate (cocr). Possible: the product was not returned for investigation. Migration of cup leads to loosening, pain -> due to surface does not allow bone on-growth. Possible: the revision report indicates no bone on-growth. Migration of cup short and long term , loosening -> due to inadequate planning and surgical technique, use of instruments. Possible: the correct handling of the device is out of the zimmer biomet control. Loosening of implant -> due to incomplete seating of the cup and not recognized by the surgeon. Possible: no x-rays were provided. Loosening of implant, subluxation -> due to cup implanted in wrong orientation (malpositioning). Possible: no x-rays were provided. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).